Event description:
It was reported that in 2015 the patient's superior vena cava (svc) coil was turned off and defibrillatory testing (dft) was performed as the high voltage lead impedance (hvli) with svc coil was high. Since then, the hvli had been normal. On (B)(6) 2024 the patient was seen in clinic and the high voltage lead impedance (hvli) was much higher than the normal range. The patient had in clinic visits (B)(6) 2024 and (B)(6) 2024 where the hvli was normal. Following the visit in (B)(4) 2024 a removal and replacement was scheduled. The right ventricular (rv) lead was explanted and replaced. The patient was stable before, during, and post procedure.

Manufacturer narrative:
The reported events of high defibrillation impedance and insulation damage were not confirmed. As received, a complete lead was returned in two pieces. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasion consistent with friction to the device can breaching the ring electrode cable lumen at the proximal region of the lead.

Manufacturer narrative:
Related manufacturer number: 2938836-2015-28760 correction: section h10. Should have been "optisense lead" instead of " optisure MRI lead".